Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found the device was r eceived with the cord cut off. The remaining cord was too short to splice another on. The original cord and plug were not returned. The reported condition was not confirmed. The investigation found the device resistance was within the specification. The paddle and trigger functioned normally. The device could not be tested on a generator due to the missing cord. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sleeve gastrectomy, the physician is questioning the energy delivered during the sealing cycle. When observing device sealing tissue, it doesn't always appear to be obviously affecting tissue (there isn't always evidence of energy delivery i.e. Team/smoke, blanching of tissue, or thermal spread). Surgeon understands that different tissue type and tissue amount between jaws will offer more or less resistance therefore impacting energy delivery. There was no re-grasp alert, but there was an end tone. Successful seals made before the issue occurred. The procedure was finished with ligasure, no additional device was used. There was no patient injury.